Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B3: date estimated. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a conclusive cause for the reported heart failure. The reported patient effect of heart failure is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment: myocardial fibrosis predicts adverse outcome after mitraclip implantation.

Event description:
This is filed to report post procedure, heart failure occurred. It was reported through a research article identifying the mitraclip device which may be related to patient heart failure nyha class iii or IV. Specific patient information is documented as unknown. Details are listed in the attached article, myocardial fibrosis predicts adverse outcome after mitraclip implantation. No additional information was provided.